Event description:
The customer states that after an extended period of testing with the tdxflx analyzer a burning smell was detected accompanied by smoke coming from the display area of the analyzer. No injuries were reported nor damage to the surrounding environment. A service call was initiated. There is no reported impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An abbot field service representative (fsr) arrived at the customer site and replaced the reagent display door assembly. Verification testing followed and passed. Subsequent instrument operations and test results were acceptable. No further product evaluation was performed. The tdxflx system operations manual (list number 04a24-51) was reviewed and was found to contain the appropriate information to address this customer's issue. A six month search for similar (B)(4) complaints was performed for the time period of (B)(6) 2008 to (B)(6) 2009. One similar complaint was found during the search. No additional customer complaints for tdxflx analyzer, (B)(4), generating smoke or burning smells were found to have been initiated since the fsr replaced the reagent display door assembly. Abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. A malfunction of the tdxflx was identified. Tdxflx analyzer (B)(4) emitted a burning smell and visible smoke due to the failure of the reagent display door assembly. The fsr replaced the damaged/malfunctioning reagent display door assembly to resolve the issue. The actual cause of the tdxflx reagent display door assembly could not be determined with the available information. Based on the available information and this evaluation, no deficiency was identified for the tdxflx analyzer, list number 04a24-01, or the reagent display door assembly, part number 3-45036-01, for the issue under evaluation. This is a final report.